Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, the device would not deploy any bands after multiple rotations of the handle. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." Also, the ligator shrink wrap was removed prior to affixing to the distil tip of the scope; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup." Additionally, the physician took up the slack by turning the knob; however, per the IFU, "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, the device would not deploy any bands after multiple rotations of the handle. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." Also, the ligator shrink wrap was removed prior to affixing to the distil tip of the scope; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup." Additionally, the physician took up the slack by turning the knob; however, per the IFU, "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; therefore, product analysis could not be performed. However, based on the event description and information provided by the customer, the reported event use of device issue - user error was confirmed. The reported event of bands unable to deploy was not confirmed due to the lack of objective evidence. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured in the slot on the handle unit; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU)/product label, "secure trip wire in slot on handle unit", additionally, the ligator shrink wrap was removed prior to affixing to the distil tip of the scope but the IFU states "removal of the ligator shrink wrap is done at the end of the setup", and the physician took up the slack by turning the knob; however, the IFU states "take up slack by pulling proximal end of trip wire on handle unit." These conditions could have affected the overall performance of the device causing the complaint event reported. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.